Manufacturer narrative:
Lot review: a review of suspect lot# 3194251 showed that (B)(4) units were manufactured, tested, inspected and released in february 2016, citing no exception documents. Visual receipt: on 9/30/2016 received the following: (B)(4) opened unused ch-14, chemoclave vented bag spike, suspect lot# 3194251, (B)(4) new ch-14, chemoclave vented bag spike, lot# 3194251, no mating devices were returned. Functional testing: (B)(4) open ch-14 chemoclave bag spikes were returned with (B)(4) of the (B)(4) having the clave broken from the spike. Microscopic examination revealed that the claves were broken from the spike at the bond to the spike. One was broken with a bending break, the other with a twisting break. (B)(4) new/unused ch-14 chemoclave bag spikes were also returned. Several of these samples were used to try and simulate the breakage and record the forces required to cause the type of breakage noted in the returned samples. Final analysis summary: the complaint of ch-14 chemoclave bag spike breakage was confirmed with (B)(4) used samples. The breakage was the result of excessive bending and twisting torque that broke the clave male luer at the bond to the bag spike during use.

Event description:
Complaint received regarding one ch-14, chemoclave vented bag spike, suspect lot# 3194251 (mfd. 02/2016). Report states; (B)(6) inserted the ch-14 into the 100ml bag of drug without issue. She took it to the bedside and detached the ch3034 from the saline bag and attached it to the ch-14 chemo bag; at that point she heard a click. After which she noticed that the drug started leaking out from the bottom of the clave. No adverse consequences reported for the clinician or patient.